Event description:
Patient was admitted to hospital for chest pain associated with nstemi (non-st elevated myocardial infarction). Patient was found to have occlusion of the right internal mammary artery and ostial restenosis of stent in right coronary artery (rca) that required a percutaneous coronary intervention. During the procedure, the stent stripped from the device,came off the balloon, undeployed and stayed in right coronary artery. Stent was subsequently crushed in the distal mid rca at previously stented site. There was no reported luminal compromise at this time. There were also three additional stents placed in rca without complication. Patient was discharged 1 day later with scheduled follow-up.